Event description:
Caller reported a concern that their device battery was stuck at 90%, observing that it showed 90% and increased to 95% when plugged in, then dropped back to 90% when unplugged. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to monitor the system and contact support if the issue worsens.